Event description:
It was reported that (1) device was used during a resection of small bowel. It was reported by the affiliate that the tlc55 knife would not advance properly. Another instrument was used to complete the case. There was no consequence to the pt.